Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2011 (B)(6); 4194, implantable pacing lead, 2011 (B)(6); 5076, implantable pacing lead, 2011 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing intermittent high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.